Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, manufacturing representative (rep), and healthcare provider (hcp) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient informed the rep that while he was charging his ins he all of a sudden experienced a shocking sensation all over his body and especially on the right side of his back where stimulation usually is. The intensity of the stimulation was so great that he fell down on the floor and couldn't get up. According to the patient he tried to call patient services, but couldn't get hold of anyone as it was after hours. The patient's wife called the "squad" which had to take the patient to the emergency room where the ER physician was able to shut down the ins after getting a hold of a rep. The hcp noted that the shocking was occurring every 30-40 seconds, but isn¿t occurring at regular intervals and it occurring every few minutes sometimes. The patient had tried MRI mode, but that did not resolve the issue. The patient exited MRI mode and the patient's stimulation had been turned down to 0ma when checked. The physician went through tech mode and through disable flow. After selecting to re-enable device and looking for device, the controller indicated that the device was not found and the controller charge level was low and the controller needed to be charged. The rep is arranging an appointment to meet with the patient to troubleshoot the issue. It was also noted that the patient still feels some stimulation with the device being off. The issue has not been resolved at this time. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's shocking sensation was not determined as right now. The rep spoke to the patient's wife yesterday to check on the patient and she informed me that the patient is currently in the hospital due to a stroke that he was diagnosed with a couple days ago. The patient's wife informed the rep that she is not sure what had caused the stroke and the bleeding. The rep informed the patient's wife to reach out whenever the patient feels ready to troubleshoot their ins. No further information was reported.